Event description:
The event is reported as: alleged complaint states, during set up of circuit on npb 840 ventilator, sst was performed and circuit was unable to pass test. The respiratory manager could not locate any visible signs of where leak may have occurred. She then changed the circuit to a new one and that new circuit would pass sst test. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.